Event description:
Allergic reaction [hypersensitivity]. Granulate (unspecified) [adverse event]. Adhesion [adhesion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male patient (initials not provided). The patient's medical history is significant for intestinal obstruction. The seprafilm lot number was not provided. On (B)(6) 2011, the patient underwent bowel resection as a treatment for intestinal obstruction. During the bowel resection surgery, seprafilm was placed at deficit area of serous membrane. On (B)(6) 2011, the patient developed an allergic reaction, granulate and adhesion around the deficit area of serous membrane, which partially duplicated the area where seprafilm was placed. On an unspecified date in (B)(6) 2011, the patient was hospitalized to get treated for the adverse events. The action taken with seprafilm was not provided. The patient's outcome for the events was not provided. Concomitant mediations were not provided. The intensity for the events of "allergic reaction, granulate and adhesion" was reported as severe. The reporting physician assessed the relationship between seprafilm and the events of "allergic reaction, granulate and adhesion" as probably related.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.